Event description:
It was reported that the guardian monitor alarmed displayable history crc check failed on start up. Healthcare provider wanted to know if this affects the functionality of the guardian. Advised the customer it may affect or and impossible to upload date from the guardian device into care link program. No further information provided. Diabetes mellitus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.